Event description:
The trifusion catheters being placed by angio on bone marrow transplant patients. The catheters are new to this facility. The floor staff are not familiar with care of this catheter and requested inservicing from bard representative. The written information provided focused on insertion and therapeutics. The catheter care was not outlined for each port. Two different bard reps told staff that the ports were to be treated like hickman ports and any lumen could be used for pheresis, meaning no heparing dwell was needed. This was incorrect information. Subsequently, several of patients with the trifusion catheter were difficult to draw off of and required peripheral sticks for their pheresis.